Event description:
During a colonoscopy procedure, the physician used a cook endoscopy 6 shooter saeed multi-band ligator for banding of hemorrhoids. The ligator was attached to the endoscope and advanced into position. Gaining access to the banding site was reported to be difficult. After successful deployment of the first three bands, the remaining three bands deployed prematurely. The endoscope and ligator were removed from the patient. Another 6 shooter saeed multi-band ligator was used to complete the procedure. A foreign object did not have to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: our laboratory evaluation of the product said to be involved could not confirm the report as it was described. The only components included in the return are the ligator handle and the trigger cord. The handle remained in the firing position and functioned properly during our laboratory evaluation. A visual examination of the trigger cord was conducted and no defects were observed. A discrepancy or anomaly that could have contributed to premature band deployment was not observed during our laboratory analysis of the returned components. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the products from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this percentage, the likelihood of this type of report is rare. Conclusions: a definitive cause for the reported observation could not be determined because the components included in the return functioned as intended. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. The information provided indicated gaining access to the banding site was difficult. After review of this information with clinical personnel, we can advise that difficulty in advancing the endoscope and ligator to the desired banding site could be related to the reported premature band deployment. If the ligator handle is in the firing position while the endoscope is straightened, this can result in premature band deployment due to tension on the trigger cord. The instructions for use direct the user to place the handle in the two-way position before straightening the endoscope. Rapid rotation of the ligator handle can contribute to premature band deployment. The instructions for use direct the user to maintain suction and deploy the band by rotating the handle clockwise until band release is felt. During the procedure, endoscopic suction is applied to the banding site to properly place a ligator band. Premature band deployment can also occur if the handle is rotated before maintaining suction on the banding site. The instructions for use advise to maintain suction while deploying the band. The instructions for use direct the user to remove the endoscope and attach a new ligator if more bands are required. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective actions: the report of premature band deployment has been brought to the attention of the appropriate internal personnel. Further investigation is underway as part of quality review board (qrb) activities. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity and that the report could not be verified, no further action is warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.